Manufacturer narrative:
During testing it was found all three ground prongs were bent to the left. There was no evidence of burning, melting, sparking or charring. The power cord sheath at the unit plug has split, but not separated and the internal wires were exposed. Continuity test was performed on hot, neutral, and ground wires to check for continuity, opens, and shorts. Then hot, neutral, and ground wires had a constant continuity. The hot and neutral wires were checked against the ground wire for shorts. No shorts were found between the wires. The power cord could not be plugged into outlet. The probable cause for bent prong and blades on the ac power cord is use in the customer environment. If the ac power cord is attempted to be removed from an outlet by puling at an angle, it is possible to bend the prong and the blades of the power cord. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of a bad cord. This did not indicate a reportable malfunction. However, during verification testing, it was noted that the device had a bent ground prong and was unable to be plugged into an ac outlet.